Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data was analyzed, particularly the pacemaker's memory content. The analysis revealed the battery status "eri" since (B)(6) 2011. However, further analysis showed a sufficiently charged battery. During analysis it was noticed that the pacemaker was programmed to high current settings including a low lead impedance which might have contributed to the battery status "eri". For a more detailed analysis the device return would be essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed the battery status "eri". However, the battery was not depleted.

Event description:
Device had error, measurements indicate eri issues. Few interrogations since 2011. Pt was in hospital, no pacing was noticed so rep was called. Biotronik technical svcs recommended explant. On (B)(4) 2013, all available info suggests this device remains implanted.